Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad to interface pcb assembly cable assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. &#1288;ere was no patient use associated with the reported event.